Manufacturer narrative:
Ni

Event description:
A customer reported using cidex opa solution after its expiration date of july 2015, and the scope was released and used on a patient. There is no reported patient injury. It is unknown whether or not the cidex opa solution was tested for the minimum effective concentration (mec) of 0.3% before use. However, the instructions for use (IFU) of cidex opa state the product must be discarded after the expiration date on the bottle even if the test strip indicates a concentration above the mec. This event is being reported since the scope cannot be guaranteed to have been high level disinfected.

Manufacturer narrative:
Manufacturer date: 07/11/2013. (B)(4). Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, and system risk analysis (sra). ¿ the batch record was reviewed and no anomalies were identified. ¿ supplier evaluation was not required or performed as the issue was not related to product function or manufacturing. ¿ the trend for the product malfunction code of "procedure related" was assessed from october 2014 through september 2015 and did not reveal a significant trend. ¿ the trend for the product malfunction code of "expired product" was assessed from october 2014 through september 2015 and did not reveal a significant trend. ¿the system risk analysis (sra) was reviewed for manual clean & disinfect and the risk was identified to be "low." Retain testing was not performed as the lot number is unknown and the issue was not related to product function or manufacturing. Assignable cause is identified to be failure to follow instructions. The customer used product after its expired date of july 2015. Advanced sterilization products (asp) validates cidex® opa solution for two (2) years after the manufacture date and cannot guarantee the efficacy of a product after the expiration date. The technical service representative (tsr) provided customer education regarding the issue over the phone and sent the instructions for use (IFU) to the customer via email. Review of tracking and trending data did not reveal a trend. No further investigation is necessary at this time.